Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient wasn't feeling stimulation as strongly and had a little bit of leakage yesterday. The patient increased stimulation and felt it comfortably on program #1. Troubleshooting resolved the reported issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.